Event description:
Maude adverse event report received with the following information: "patient had left heart catheterization with selective coronary angiogram. Left ventriculogram was performed. Right common femoral angiogram was performed with attempted closure with abbott vascular perclose proglide device. The perclose suture broke, so manual pressure was used. The patient tolerated the procedure very well. No further information is available."

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reportedly not available for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.